Event description:
It was reported to philips that the ac power module is making noise. The device was reported to be in use, however there was no adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the mrx device making the noise from the ac power module. There was reportedly no patient impact or injury. The fse remotely evaluated the device. It was determined that this was a malfunction of the ac power module the replacement of which was recommended. The customer was suggested to replace the ac power module in order to resolve the issue. No further action is warranted at this time.